Manufacturer narrative:
The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
It was reported that the mets smiles total knee replacement implant was used as a temporary first stage of a two stage procedure, due to infection, and therefore a "planned redundancy". The surgeon confirmed that there was no mechanical failure of the implant. The surgery was completed successfully and no patient injury was reported.

Manufacturer narrative:
Stanmore implants has been advised that the device in situ (implanted in (B)(6) 2014) which required revision due to infection, was a non-stanmore implants device. The stanmore implants device (smiles total knee replacement) was the device which was implanted on (B)(6) 2015 as a temporary first stage, of a two stage procedure to address the patient's infection. Therefore, the implant which underwent revision on (B)(6) 2015 was not a stanmore implants device. The complaint investigation is completed.

Event description:
This is a supplemental report to 3004105610-2016-00001 ((B)(4)).